Event description:
It was reported that the patient presented in the ER after receiving multiple inappropriate shocks due to rv lead dislodgement. The device was found in backup vvi mode and could not be interrogated for reprogramming. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.